Manufacturer narrative:
Information not available/not provided. Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. (B)(4). Device evaluation: photo was received but product was not returned. Evaluation of the pictures provided: photo shows a tec eyhance tor ii smplcty 34.0d cyl3.75,belongs to s/n: (B)(4). Also shows one of the side view of the device (lens module, cartridge tube and tip). However, based on the photos provided, it is not possible to confirm the defect reported, since have poor resolution and high magnification. Based on the evidence observed and since the device are not available for a thoroughly evaluation, the complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that during intraocular lens (iol) implantation, tip of cartridge ruptured. Type and amount of ovd (ophthalmic viscosurgical device) was the same as usual and whole procedure was as usual. Lens fully inserted, no impact to patient. Patient information cannot be provided due to personal data privacy legislation/policy. No further information has been provided